Event description:
It was reported that the patient had a shocking or jolting sensation. It was stated that the patient¿s symptoms had a sudden onset. It was noted that the patient got a shock in the lower part of her right buttocks below the implantable neurostimulator (ins) site and they described probably were the wire was going. The patient stated that this started the friday prior to report and it had happened for about 9 days straight. Reportedly, the patient was walking across the dining room and it was so bad that it stopped her in her tracks. The patient doubled over and her grandkids asked her if she was okay. The patient said that the shocking sensation was happening more frequently as the weekend went by. It was noted that it didn¿t matter whether the patient was sitting, standing, or lying in bed and they had shocking at 3 am while sleeping. The patient noted that they left their stimulator on all of the time and they were told by their healthcare provider to turn it off for 24 hours to see what would happen. The patient¿s device was down to 0.0 volts and the lightning bolt was off but the patient was wondering if there was a way to get rid of the checkmark. The patient stated that they had that shock feeling twice since they turned the device off an hour prior to report. The patient also had a shock at the time of report. The patient noted that the shocking sensation was a sharp feeling like they sat on a nail. It was also report that patient had experienced shocking issues when going through security gates in the past and it got worse around the christmas season. The patient noted that one time they went through a building that must have had higher sensors on the gates because they started leaking and knew their device went off from passing through that detector gate. No interventions or outcome were reported related to this event. Additional follow up is being conducted to obtain this information. If additional information becomes available, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a couple times in (B)(6) 2014 the implantable neuro stimulator (ins) was turning off when the patient went through (B)(6). The patient experienced the same issue at a museum in (B)(6) of 2014. The patient noticed that this only happened from thanksgiving through christmas and thought that it was because the stores turned their security machines up during those times. The patient lost the feeling of stimulation when they went through the store/museum gates. When asked if she had checked with the patient programmer that the ins was really off, the patient said that she was sure that she saw no lightning bolt on the screen after she went through the gates but that it could also be her bad eyesight. The patient had to turn the ins back on. The patient mentioned that sometimes her battery in her controller was off. The patient was not going to go to (B)(6) anymore at christmas time and at (B)(6) she would ask a manager if she could go around the security gates. In 2013 the patient was at her health care provider's (hcps) office and a technician that worked there did something to the patient's device where the patient felt like she sat on an electric fence or like she had touched an electric fence. The shocking sensation felt horrible and the patient jumped off the table and yelled for the device to be turned off. She turned the device off and apologized to the technician. The stimulation felt too high. It was noted that concerning the shocking, it was an accident that was a one-time occurrence and it never happened again. Sometimes when the settings are high the patient "felt the stimulation too strong" when the device got turned on or programs were changed. The patient would have the feeling of stimulation too strong when she was trying to find a place where she could feel stimulation. The patient was going to see her hcp in (B)(6).

Event description:
Additional information received reports the patient do not have concerns with their device or therapy. The patient received assistance from their healthcare provider and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2015 with healthcare provider.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare provider reports there was a fifty percent or greater symptom reduction. The event cause was determined and it was device related. No reprograming was needed. The device was at end of life. It was noted that impendences and battery life was determined. It was unclear if the patient experience loss of therapeutic effect and loss of therapeutic effect was noted as sudden. The patient experienced a loss of stimulation and it was sudden. The patient recovered without permanent impairment. The device was replaced and now the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v344622, implanted: (B)(6) 2009, product type: lead. (B)(4).